Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing during atrial arrhythmia creating scenario of episode termination determined by device. The ra lead remains in use. No patient complications have been reported as a result of this event.